Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was high today at 440 mg/dl. Customer tried giving himself a bolus when the pump alarmed. Customer was successful in rewinding the pump. Customer had 2 motor error alarms in the alarm history today. Caller stated that he completed the rewind process earlier and received another motor error alarm. Caller was advised that the pump will need to be replaced. Caller was advised to have the customer discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump passed the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. No motor error alarms were noted during bolus/basal delivery. The motor was tested outside of the device and it passed. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a stained end cap sticker.